Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws did not open after firing. The jaws were opened by hand. After that, a metal part of the device fell off. It was unknown what the metal part was. No pieces were left inside the patient. The device was used between the colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Closure link pin, trigger top the ec60 device was returned with the closing and firing triggers damaged and with an ecr60d cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions. The device could not be tested for functionality due to its condition. The device was disassembled to examine the internal components and closure trigger top post was broken. Furthermore the closure link pin was out of position and missing. While no conclusion could be reached as to how the closing trigger became damaged, and the closure link pin missing it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.